Manufacturer narrative:
Reference number (B)(4). Catalog number in catalog# is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation cannot be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2023, a patient in greece underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2023, the patient was experiencing stoma site pain and irritation with a little bit of pus and bloody discharge, she also had a low grade fever of 37.2 c. Her gastroenterologist prescribed her augmentin 1000 mg for seven days. On (B)(6) 2023, the patient was still taking augmentin and had been for 10 days without improvement in her symptoms. She was advised to clean the site with a 15% hypertonic saline solution and antiseptic soap daily and to follow up with her physician regarding continued use of antibiotics.